Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a bicuspid aortic valve with moderate leaflet calcium. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an 18mm, unknown balloon. During the procedure, the valve was noted to have popping up. While attempted to recapture, the nosecone haven't completely closed. It was noted that the valve was re-sheathed more than two times. The valve and ds was removed from the patient body and replaced with a new valve and ds. The procedure was completed with successful implantation of the replacement valve. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was stable and discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of retraction problem was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. The reported off-label use was related to using the device on a bicuspid aortic valve. The reported improper or incorrect procedure or method was related to re-sheathing the valve more than two times. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿contraindication: the valve is contraindicated for patients with: any leaflet configuration other than tricuspid.¿ ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿